Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further specified as a touch contamination. The patient was not hospitalized for this event. Treatment information was not reported. Peritoneal dialysis therapy was ongoing. It was unknown if the patient was retrained on proper aseptic technique. At the time of this report, the patient is recovering from this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.